Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02915). This MDR resubmission now reflects the correct product registration number. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 242.4030. No patient involvement..

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that the device had error code 242.4030. No patient involvement.